Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly. Upon the pump turning back on, reportedly the pump touch screen was unresponsive. Customer's blood glucose level was 160 mg/dl. Reportedly. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged unresponsive touchscreen issue was verified. Based on the analysis, the alleged unexpected shutdown issue was unable to be verified, and a different issue was identified (pump not recognized).